Event description:
The following was reported by the attorney for the patient: (B)(6) 2005 - pt underwent surgery for repair of an incision hernia with ventralex mesh. The attorney alleges the pt underwent additional hernia repair procedures and suffered pain and injuries.

Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney report does not indicate a specific device failure and no medical records were provided. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.